Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause was due to water leakage and corrosion that led to the malfunction. However, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope displayed e315 scope error, and the scope connector cover unit was dirty. There was no patient involvement.